Event description:
The customer reported that the c-arm had no power and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and isd circuit board were replaced. The system was then found to be operating as intended.